Event description:
In a colon resection procedure a plcr75b reload was fired via a plc75 stapler. After firing, it was observed that only one or two staples had been deployed, and the tissue had not been transected. The procedure was subsequently completed by use of another plc75 and plcr75b reload.

Manufacturer narrative:
The patient's age and weight are unknown; (B) (4)

Event description:
In a colon resection procedure, a plcr75b reload was fired via a plc75 stapler. After firing, it was observed that only one or two staples had been deployed, and the tissue had not been transected. The procedure was subsequently completed by use of another plc75 and plcr75b reload.

Manufacturer narrative:
The device failed to function owing to a damaged anvil pull screw. A CAPA project has been established to investigate the root cause of this issue.